Event description:
It was reported that patient presented for routine follow-up with several inappropriate auto mode switching episodes due to oversensing of farfield r-waves. The device was reprogrammed and patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.